Manufacturer narrative:
10/6/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. We have attributed the difficulty reported to an inadequate weld on channel.

Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the clips scissored. The surgeon applied another device without pt injury.